Event description:
The customer contact reported that the piercing pin of the tubing set was being used to deliver a unit of packed red blood (prbc). It was reported that after the piercing pin of the tubing set was inserted into the administration port of the blood container, the secure lock male adapter was connected to the secondary port on a primary tubing set. The secondary tubing set was backprimed with normal saline and the blood chamber of the secondary tubing set was squeezed to fill with blood. At this time, the delivery was started. After an unspecified length of time, the customer contact reported hearing a pop and turned to note that the piercing pin of the secondary tubing set fell out of the administration port of the blood container and approx 100 ml of blood leaked. The blood container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.